Manufacturer narrative:
Findings: unit alarmed compromised force sensor during basic occlusion test due to loose/ protruded rive support. Unit low reservoir alarm feature was programmed at 20units. After delivery of several bolus and with 20 units left on display unit alarmed properly low reservoir. No low reservoir alarms anomalies noted. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, broken belt clip slot, cracked battery tube threads and cracked display window.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was 228 mg/dl. The customer stated they are receiving a compromised force sensor alarm. The customer stated that the device was not dropped or bumped. The customer stated that the drive support cap is sticking out. The customer doesn't recall pressing the cap while connected. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the possible cause of the alarm is during seating the force sensor did not detect the reservoir. The customer was advised that the device would be replaced.